Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a post operative check, this right ventricular (rv) lead exhibited high pacing threshold. Rv lead dislodgement was suspected. The physician decided to continue monitor the patient at this time. The device remains in service. No adverse patient effects were reported.